Event description:
Patient was explanted two days after implantation due to concerns of inappropriate electrode placement. Postoperatively, patient had severe vomiting. A post-op x-ray confirmed inappropriate placement because of a congenital deformity.